Event description:
Unexplained high blood sugars started on (B)(6) 2019. Multiple corrections via the t:slim insulin pump resulted in even higher blood sugars. By dinner time, a meter would only read hi, which means blood sugars were over 500. Multiple set changes were made and more corrections. Finally by midnight blood sugars were down to around 300. However, overnight, they crept back up and by morning were at 400. Another correction was given. My daughter didn't feel well at school and tested her blood sugar and it read 487. She tested for ketones and they were large. I went to pick her up and immediately gave a correction via syringe which was 7 units. By the time we got home, she was vomiting. We tried to run 7 units through the pump while it was unattached from my daughter to see if the pump was functioning correctly. Only 3 drops of insulin came out. Clearly it was not giving the correct amount of insulin. We decided to do yet another site change from completely new boxes and a brand new vial of insulin even though I have another child with type 1 diabetes and he was using the same supplies and insulin without any issues. I immediately called to tandem to report the issues. They said I did everything right and to just wait and see if her blood sugars went high again and to call them back if it did. My daughter's blood sugar did come down from giving the shot. She decided she wanted to try to eat a little bit. We gave insulin for her carbs via the t:slim pump. Two hours later, blood sugars were climbing again. I immediately called tandem again. It was agreed that the pump was most likely the issue. However, I was told by the rep that my daughter would have to wait for a field supv to approve a pump replacement and that could possibly take several days. I told them that was completely unacceptable and I was not ok with that. The rep said there was nothing she could do. I asked to speak to a supv and was told there wasn't one available. One would call me when they could and it could take up to a couple days for a supv to call me back. I am absolutely flabbergasted that tandem can get away with leaving a pt with no answers. There was no discussion on a plan to treat my daughter while her pump issue is in limbo. We have been with tandem for over 6 years and this is the first time this has ever happened. I don't understand how they are allowed to take days to replace a device that keeps my child alive. FDA safety report ID# (B)(4).